Event description:
It was reported that, "the locking ring did not lock properly into the metal shell. Because, when the surgeon was checking the locking, he could dissociate easily the ring from the shell. Therefore, he used a spare centrax instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.